Manufacturer narrative:
C1: heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 codes b14, c19: a review of the manufacturing records indicated the device met pre-release specifications. H3 other; h6 codes b20, c20, d16: the device remains implanted in the patient, therefore, a device evaluation could not be performed. Further information was requested from the clinical study site. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore from the (B)(6) medidata study database: on (B)(6) 2020, this 79-year-old male patient underwent a fenestrated stent graft and branched endovascular aortic repair (bevar) for thoracoabdominal aneurysm type IV. The patient was treated with a cook custom device and four gore® viabahn® vbx balloon expandable endoprosthesis (vbx stents) to the celiac artery, left and right renal arteries and the superior mesenteric artery. A gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn stent) was used to extend the vbx stent implanted in the superior mesenteric artery distally. Access was gained via a cut down to the axillary artery to implant the vbx stents and the viabahn stent. The vbx stents and viabahn stent were successfully navigated to the intended locations and successfully deployed. The devices were noted as patent at the end of the procedure. Reportedly, the procedure was very complex because of the anatomy. A very small endoleak occurred at the ostium of the left renal artery which was resolved during the procedure. The site suspected that a pre-existing large calcification at the ostium of the left renal artery may have contributed to this small endoleak. On (B)(6) 2024, the patient was noted to have aneurysm growing due to suspected type 3 endoleak via left renal branch. The event required hospitalization and surgical intervention. The site assessed the relatedness as unknown. On (B)(6) 2024, the patient underwent a repeat intervention in the left renal artery for the type 3 endoleak. It was noted that the vbx stent was patent at the end of the procedure. The event recovered/resolved without sequelae on (B)(6) 2024, the patient was discharged.

Event description:
The following was reported to gore from the vbx 17-04 medidata study database: on (B)(6) 2020, this 79-year-old male patient underwent a fenestrated stent graft and branched endovascular aortic repair (bevar) for thoracoabdominal aneurysm type IV. The patient was treated with a cook custom device and four gore® viabahn® vbx balloon expandable endoprosthesis (vbx stents) to the celiac artery, left and right renal arteries and the superior mesenteric artery. A gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn stent) was used to extend the vbx stent implanted in the superior mesenteric artery distally. Access was gained via a cut down to the axillary artery to implant the vbx stents and the viabahn stent. The vbx stents and viabahn stent were successfully navigated to the intended locations and successfully deployed. The devices were noted as patent at the end of the procedure. Reportedly, the procedure was very complex because of the anatomy. A very small endoleak occurred at the ostium of the left renal artery which was resolved during the procedure. The site suspected that a pre-existing large calcification at the ostium of the left renal artery may have contributed to this small endoleak. On (B)(6) 2024, the patient was noted to have aneurysm growing due to type 3 endoleak via left renal branch. The event required hospitalization and preventative medical or surgical intervention. The site assessed the relatedness as unknown, as there is also an advanta stent in the left renal artery. On (B)(6) 2024, the patient underwent a repeat intervention in the left renal artery for the type 3 endoleak. It was noted that the vbx stent was patent at the end of the procedure. The event recovered/resolved without sequelae on (B)(6) 2024, and on (B)(6) 2024, the patient was discharged.

Manufacturer narrative:
H3 other; h6 codes b14, b20, c19, d15: the manufacturing records were reviewed and documented in the product history task. The device lot met all pre-release specifications. The primary reported complaint could not be independently confirmed because there were no items returned for evaluation. The cause for the complaint could not be established with the available information. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause.